Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." . Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). The customer stated that the event occurred in (B)(6) 2022. The specific date of the event is not known. A sample from the patient was tested in the morning using the meter, resulting in a value of 7.0 inr. That same morning at an unknown time, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 5.0 inr. The result of 5.0 inr was believed to be correct. The patient did not record the results and record of the meter result could not be found in the meter's patient result memory. The exact meter and laboratory values are not known and the provided values are only approximate. The patient's therapeutic range is 2 - 3 inr. The patient's testing frequency is once weekly.

Manufacturer narrative:
The device code has been updated.